Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the middle and distal end of the left circumflex artery. A 38 x 2.50 promus premier drug-eluting stent was advanced for treatment; however, the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: promus premier ous mr 38 x 2.50 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage. The proximal end struts were lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and the proximal balloon cone was slightly bunched, however it did not appear that the balloon was subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the middle and distal end of the left circumflex artery. A 38 x 2.50 promus premier drug-eluting stent was advanced for treatment; however, the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.